Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h3. Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint consisted of (1) 254401017 attune impaction handle. Examination of the returned device confirmed that the attune impaction handle had a broken lever. All pieces were returned for evaluation. The root cause for this failure mode has been investigated as part of CAPA (B)(4) and determined to be ""incorrect geometry and material selection for load application"". See the CAPA for more information related to the investigation. The risk associated with this failure mode has been assessed within a hhe (B)(4) /qrb (B)(4)which was initiated on 06 october 2014 and determined an occurrence score of ""l1"" for each potential harm identified (the product problem has never been known to result in the identified harm, and it is not reasonable to expect that it ever would).the complaint does not indicate any patient effect or surgical delay. This is consistent with the findings of the hhe and previous complaint investigations. The qrb (B)(4) recommended field correction in the form of a communication to device users. Further corrective action has been identified and information can be found under CAPA (B)(4). Complaints will be monitored by post market surveillance through sep-419. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sales rep was notified by (B)(6) on a broken instrument. The impaction handle was broken and the metal piece that has red on it that allows to put impactor on was completely broken off. No one was injured, no patient was in the room. This was brought to the sales rep attention before a patient was involved. This did not delay surgical time. The sales rep will be returning both pieces.